Event description:
It was reported that the patient experienced loss stimulation due to high impedance. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.